Event description:
A two level acdf was performed at c 5-6 and c 6-7 in (B)(6) 2008. The interplate at c 6-7 was inverted to simplify insertion of the two round hole screws. This resulted in the two interplate slot tabs directly opposing each other with a narrow gap in between. Each tab slid as intended until the tabs impinged, at which point the caudal tab rode up over the cephalad tab. The pt was revised to two inverted interplates in (B)(6) 2009. Pt was discharged the next day and at last report recovery is proceeding routinely. While there was no devic malfunction the incident is being reported because surgical intervention was required.